Event description:
During product evaluation, the philips authorized repair facility technician found the mx40 telemetry device had no sound. During product evaluation, the philips authorized repair facility technician found the mx40 telemetry device had no sound.